Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382544 and lot number 4093242. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Event description:
It was reported that bd insyte autog bc needle did not retract properly. The following information was provided by the initial reporter: with this particular lot we had some intermittent issues with the needle not retracting properly when being used. It was random and not a particular box, but all from the same lot. We had no other issues with a different lot. No patient impact.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.